Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with non-sustained right ventricular oversensing episodes. Programming changes were made. The patient was stable.

Event description:
New information received notes that the non-sustained rv oversensing episode was identified while checking the patient for a high voltage event in the ER and was caused by rv pacing. The patient did not experience any symptoms due to the oversensing.